Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a procedure for lumbar stabilization with implant of posterior fixation. Post-op on unknown date both rods were broken. An additional procedure was done to remove the broken rods.

Manufacturer narrative:
Additional information: analysis of the returned device shows that visual review confirms rod breakage. Mas crown and set screw rod interface witness marks noted near fracture surface. Significant smearing of the fracture surfaces is noted. Optical and microscopic fracture surface examination identified a quasi-brittle fracture with some evidence of starburst pattern rays emanating away from the origin of crack propagation, which are indicative of overload. Dimensional inspection confirms conformance to print specification. Rod chemical, mechanical, hardness, and grain structure properties verified by independent 3rd party inspection. After visual, optical and dimensional inspection, in addition to the verification of conformance to relevant material properties, no evidence was found that would suggest a defect in manufacturing or processing of the associated implant; unable to definitively determine specific root cause of the foregoing event from the available information.